Event description:
The pt had a prophylactic ivc and filter placed because of trauma. The filter was placed in 2007, in hospital and medical center, and the pt died 10 days later. The pt developed massive pulmonary embolus. A CT scan done, showed the ivc filter had tilted, allowing blood clots to reach the lung.